Event description:
It was reported that since implant, the pt has had low r-waves. The physician decided to accept the measurements until the pt had an episode of ventricular tachycardia that was undersensed. The lead was explanted and replaced.